Event description:
The user facility returned an asset evis exera iii video system center to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, device just won't work. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the octagon image was lagging and noisy due to faulty circuit and patient board and image became noisy when shaking the video cable connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon (1) device does not work was not confirmed, and the defective part was not identified. The phenomenon (2) ¿there is a delay in image description and noise appears¿ was duplicated, and it was confirmed that the phenomenon occurred due to faulty patient circuit (dp and dx) boards. The phenomenon (3) ¿noise appears on the image when the video cable connector is jiggled¿ was pointed was duplicated, and it was confirmed that the phenomenon occurred due to a faulty video cable connector. A review of the device history records found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.